Event description:
Boston scientific received information that at a recent follow-up appointment, this implantable defibrillation lead exhibited high out of range shock impedance measurements. At a routine change out procedure a few months prior, high out of range measurements had been observed. However following troubleshooting, including reinserting the lead into the device, acceptable measurements were observed. An invasive procedure was performed due to the recently observed high out of range measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.